Manufacturer narrative:
It is indicated that product is not returning for evaluation. Therefore, investigation of the complaint to determine root cause cannot be completed. Since the product associated with the complaint was not returned, retain testing on inratio strips was performed during an in-house investigation. Retain strip testing results met both accuracy and repeatability criteria. The products performed as expected and product deficiencies were not observed. Improper techniques were identified in the complaint. These could not be ruled out as a cause of the unexpected results. The manufacturing records for the lot were reviewed and there were no issues related to this complaint. No further investigation will be pursued at this time. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
Caller alleged discrepant inratio inr results. Results are as follows: date: (B)(6) 2014, inratio inr: 1.4, 2.3, 2.3. The time between testing was within minutes. Customer is a long time user of the inratio system and has been a long time user of the microsafe tubes for sample application. Since the microsafe tubes are no longer validated for use, the facility has had some issues with direct sample application. Exact technique was not provided for each of these test results. Customer did express difficulty with sample application and the sample was not immediately applied after the finger stick. Therapeutic range was not provided for the patient. There was no reported adverse patient sequela. There was no additional information provided.